Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's blower subassembly was replaced to address the issue.

Manufacturer narrative:
Additional information was received on aug 25, 2022, and section h11 should be reported as: a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's blower subassembly was replaced to address the issue. Additional information was received about the ventilator inoperative alarm due to an error code and that did not duplicate the alarm. Blower assembly, stirring fan (attaches to motor), stirring fan retainer needs replaced as a precaution. Tubing kit, flow sensor assembly, bellows, bellows clip and ear case kit, with enclosure seam gasket, exhaust fan assembly and low flow o2 (oxygen) kit needs replaced due to tobacco contamination. The device got scrapped. Section h6: investigation findings were updated in this report.